Event description:
It was reported that this implantable cardioverter defibrillator (ICD) tachycardia therapy has been turned off due to the patient condition and moving to hospice care. The patient had a magnet taped over the device and still the patient received inappropriate shocks for atrial fibrillation with rapid ventricular response. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a160102. The device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) tachycardia therapy has been turned off due to the patient condition and moving to hospice care. The patient had a magnet taped over the device and still the patient received inappropriate shocks for atrial fibrillation with rapid ventricular response. It was noted that no beep tones were heard when the magnet was over the device, suggesting magnet placement was not optimal. This ICD remains in service. No additional adverse patient effects were reported.